Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. Provocative testing was performed, and the lead noise was reproduced. The device was reprogrammed to resolve. The patient was stable.